Event description:
It was reported that 1 pen needle autoshield duo 30gx5mm cannula broke off. The following information was provided by the initial reporter : the customer reported that when disengaging the pen needle from the pen after use the needle was found exposed.

Manufacturer narrative:
H.6. Investigation: one open 30g x 5mm safety pen needle sample and two photos were returned from an unknown lot. No., cat. No.329705. Visual examination was carried out on the returned sample and photos and a broken non patient of end cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen needle autoshield duo 30gx5mm cannula broke off. The following information was provided by the initial reporter: the customer reported that when disengaging the pen needle from the pen after use the needle was found exposed.